Event description:
It was alleged that during use in the oncology dept while on a patient the roller clamp on the tubing was closed and the pump did not alarm. It was noted that the nurse set the infusion at 60ml/hr and started the pump. When she returned to check the delivery she noted that the pump read >100ml volume infused but no fluid had infused. There was no reported patient consequence.